Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed main voltage circuit card. The device was evaluated upon receipt. It failed in heating. Replaced main voltage circuit card. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a heating malfunction on the arctic sun device. Per follow up information received via mail on 08jul2024, it was reported that they repaired the device on the customer site. The issue was heating malfunction. They replaced a main voltage circuit card.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a heating malfunction on the arctic sun device.